Event description:
The customer reported to olympus duodenal mucosa is found in the distal cover after two procedures. The customer stated the disposable caps on the duodenoscopes tear at the pre-determined breaking point repeatedly. The procedures were successfully completed and the patient is doing well. The customer is unable to determine which duodenoscope was used with which distal cover (maj-2315, lot hox02 and maj-2315, lot unknown), therefore both distal covers will be reported for each duodenal scope. This event involves two different procedures with two different patients and 4 reports as follows: patient (B)(6): tjf-q190v, sn (B)(4). Patient (B)(6): tjf-q190v, sn (B)(4). Patient (B)(6): maj-2315, lot hox02. Patient (B)(6): maj-2315, lot unknown. This report is for patient (B)(6).

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Therapy date left blank; it is unknown which endoscope was used in this procedure. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The device history records review for this device could not be performed since no lot number was provided. Olympus only ships devices manufactured according to all applicable procedures and met final product release criteria. The legal manufacturer performed a replication test using a test scope with a test distal cover attached and pig organ. Removal of the test scope from the pig organ was experimented under two parameters "distal cover with/without slight crack" and "suction activated/not activated to remove the scope". The test result shows that tissue is embedded in the distal cover after the scope is removed with suction activated, which is observed regardless of "distal cover with/without slight crack". More tissue is embedded when small crack is present on the distal cover and suction is activated during removal. This could cause more severe damage to tissue. When there is no crack on the distal cover and suction is not activated, no tissue is embedded in the distal cover. In addition, we tested a new distal cover in our stock and verified that it conforms to the product specification. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to suction activated or the distal end of the scope is pushed against the mucous while removing the scope, gap(space) can develop between forceps elevator and forceps channel, and between forceps elevator and the distal cover. Mucous can be trapped in the gap and damaged by the edge of the distal cover. It could lead to tissue injury, and tissue being embedded in the distal cover. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue.